Event description:
It was reported that an intraocular lens (iol) got stuck to the injector and was removed from the cartridge. The injector went over the lens and damaged the lens. It was noted that the iol remained stuck in the injector and when removed manually, it was identified that it was damaged. There was no patient contact. Surgery completed with another/ back up iol. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: address, city, state, zip code; unknown/ not provided. Section e1: phone number: (B)(6). Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the fields "a2, a4, a5, a6" were not correctly addressed in section h11 of the initial MDR report. It was also noticed that in section "g2" the box for "foreign" was inadvertently not selected which should have; therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section a2, a4, a5, a6: not applicable, as there was no patient contact with the device. Section g2: report source: foreign all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on mar 12, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product. The plunger rod was found overriding a lens that was stuck inside the cartridge; the lead haptic of the lens was observed to be unfolded. Viscoelastic residue was observed externally on the handpiece. Viscoelastic residue was observed to be distributed throughout the cartridge. The cartridge tip was observed to be bent. The lens module was inspected revealing no issues; however, viscoelastic residue was observed to be inside and on the lid. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating an excessive amount of ophthalmic viscoelastic device (ovd) may have been used, which could contribute to the complaint issues reported. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the cartridge and cleaned revealing scratches, damage, and one haptic detached. No further evaluation was performed. The complaint issues stuck in cartridge, override, and lens damaged were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.